Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The date of the event is an approximation. This complaint was initially received through an email escalation. This report is intended to document the second of two reported hospitalization events. In the email, the reporter, patient's mother, stated, "My daughter uses them as well and has wound up in the hospital twice because of the inaccurate readings." However, during follow-up, only one hospitalization event was described. On (b)(6) 2026, a successful callback was conducted by Technical Support. During the call, the patient clarified that she was not the individual hospitalized and that the reported Dexcom-related hospitalization due to inaccuracy involved her daughter. The reporter was unsure whether her daughter had formally reported the incident and believed her daughter may have only documented the issue in notes within the Dexcom application. The reporter stated that her daughter was hospitalized on or about (b)(6) 2026 and believed the hospitalization was related to CGM inaccuracy. The patient was unable to provide additional details regarding the event, hospitalization, glucose values, medical evaluation, treatment, or clinical outcome, stating, "I am not sure. It was a while ago." No further information was available at the time of the report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).This is 2 of 2 reports of the being hospitalized due to inaccuracy. Please see related record (b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.